Event description:
The olympus representative reported on behalf of the customer, the gastrointestinal videoscope was leaking from the suction channel. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign objects due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the clogged nozzle with foreign objects due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was corrosion due to water leakage. Due to a cut on the bending section cover and damage on the channel tube, water tightness was lost. Due to nozzle clogging, the amount of water contact and water removal ability did not meet the standard value. Due to clogging of the nozzle, no water/air was fed. Due to corrosion on the electrical connector, the endoscope cable could not be connected securely. Due to a dent on the channel tube, suction volume did not meet the standard value. The objective lens, connecting tube, switch one, universal cord, s-connector, and light guide cover glass had a scratch. The control unit and grip were dirty. The plastic distal end cover had a dent and discoloration. The adhesive on the bending section cover was detached. The bending section cover had a cut. The image guide protector and universal cord were sticky. The forceps channel port and s-cylinder were shaved. The universal cord had coating peeling. Due to corrosion on the switch box, all of the switches did not work. The light guide bundle had breakage. Due to wear of angle wire, the play of up/down/right/left knobs were out of the standard value. Due to wear of the angle wire, the bending angle in all directions did not meet the standard value. Due to wear of the angle wire, the neutral position of angle knob was out of the specified position. Due to damage on the charge-coupled device unit, the specified resolving power was not obtained.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date received from manufacturer. Correction of the initial medwatch. The aware date should be 24-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from incorrect reprocessing after the previous procedure per the instructions for use. The specific root cause of the incorrect reprocessing at the facility could not be determined at this time. The user may prevent the event by handling the device in accordance with the instructions for use: "cleaning, disinfection and sterilization procedures warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manual cleaning clean the external surfaces. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue was detected during reprocessing.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During evaluation, the image was blurred. Added h6 investigation codes a review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions olympus will continue to monitor field performance for this device. Per the legal manufacturer, the device defects other included in the manufacturer narrative of the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.